Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a burning feeling on their private part. It was noted that this was probably due to the catheter. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.